Event description:
Customer reported that as they started the procedure, the fiber tip fell off into the bladder. They flushed the tip out of the bladder, and used another of the same device to finish the case. Pt is fine.

Manufacturer narrative:
Device is requested for evaluation. A follow up MDR will be filed when the device is returned for failure root cause.